Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that there was a lead migration on the patient's implantable neurostimulator (ins) system and a revision was to be performed on (B)(6) 2016. The representative mentioned that they had used the lead kit 3 times and it only worked once. On follow up, the representative reported that the lead kit mentioned was not used in the case. They stated that the patient had been in a motor vehicle accident which caused the lead to move. A new lead was placed and the patient was reported as doing better. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.